Event description:
Reportedly, the day after entering the patient data of the ICD implant, during the subsequent review, these data had been deleted.

Manufacturer narrative:
Correction : event qualified as malfunction as no patient health impact occurred please find below the analysis and attached the analysis : analysis of provided programmer files led to the following observations: gali 4lv sonr crt-d 2844, s/n (B)(6): - on 10 august 2023, at the interrogation of the device, the patient information was not displayed. Gali 4lv sonr crt-d 2844, s/n (B)(6): - on 25 august 2023, at the interrogation of the device, the patient information was not displayed. - both events were probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. - when the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. - corrective actions on the smarttouch software are ongoing to solve this software issue. - no issue is suspected on gali 4lv sonr crt-d 2844 sn : (B)(6) and sn : (B)(6).

Event description:
Reportedly, the day after entering the patient data of two ICD implants, during the subsequent review, these data had been deleted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.